Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had insert battery alarm. Customer's blood glucose value was 151 mg/dl at the time of the incident. The customer was able to troubleshoot. Customer reports the time clock did not advance and unable to see time on screen. Customer was not calling back after installing a new battery, monitoring the insulin pump for two hours and frozen display recurred. Customer reports the screen was not completely blank. Customer reports alarm occurred during the time that the buttons were not responding. Customer was unable to successfully clear the alarm. Customer reports insulin pump buttons did not begin to work in less than five minutes without battery change. Customer reports they were able to clear alarm after inserting brand new. The device will not be returned for analysis.